Event description:
A peritoneal dialysis (pd) patient's contact contacted fresenius technical support to report a drain complication encountered message. The contact said that the message has occurred for weeks. The patient had their catheter replaced on tuesday. (B)(4).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).